Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she went into the water wearing the insulin pump and then it alarmed button error. Blood glucose value is unknown. Customer reverted to loaner insulin pump. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected button error alarms were noted. The pump had intermittent button response on the esc button due to corroded keypad traces. The pump had moisture on the lcd board. The pump also had minor scratches on the lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.